Event description:
A small burn was found after the procedure. Burn was not serious and staff has changed so no additional information can be obtained. Electrosurgical unit has not been used since the incident.